Event description:
It was reported that following implantation of an elevate anterior a cystoscopy was performed and found the distal soft tissue anchor of the elevate anterior had "button holed" the bladder. The implanting physician consulted a urologist and removed the elevate anterior graft. A foley catheter was placed prior to the pt being discharged home. A follow up appointment was scheduled two weeks post-operatively with the physician. No further complications were reported.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.